Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure to replace the left ventricular (lv) lead, insulation damage was observed on this right atrial (ra) lead upon opening the pocket. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.